Event description:
It was reported that the home patient (hp) had found a leak in the cassette of their automated peritoneal dialysis (apd) set with cassette used for therapy. This occurred during the prime. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).if additional relevant information is obtained, then a follow-up MDR will be submitted.